Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer changed his sensor and when woke up the insulin pump stated he needed to change the sensor. The customer states their blood sugar is 53mg/dl and their sensor glucose is 499. Troubleshooting was performed. Nothing is returning.